Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the needle tubing is breaking above the hub. Additional information received: she is a 1 year old that needed re-accessed after each needle break. She experienced some blood loss (some more than others) depending on when the break was caught. She had delays and interruptions of chemo and fluids. Some breakdowns of skin from multiple dressing changes. Her line also needed to have tpa instilled at least once due to clotting off. She is currently at home receiving blinatumomab and we had to start a PICC line because we couldn't trust that her needle wouldn't break at home during the month-long infusion (needle changes every 7 days). If the drug is delayed due to disconnection or breakage of line for more than 4 hours the patient would have to be readmitted for closer monitoring on restart of the drug.